Manufacturer narrative:
Other (3 complete loops of the coil prolapsed into the parent artery). Conclusion: it was reported that "due to the prolapsed coil, there was sluggish flow in a2 but no clots or obstruction" were observed. Based on the info provided by the user facility, it cannot be determined if the 3 prolapsed coil loops contributed to the pt's death.

Event description:
It was reported to boston scientific (bsc) on 03/22/2007 that a customer encountered pt complications during use of a detachable coil. According to the customer: during the placement of the second coil inside the aneurysm, 3 complete loops of the first coil [device in question] prolapsed into the parent artery. The physician removed the 2nd undetached coil from the pt. As the physician attempted to retrieve the 3 prolapsed loops of the first coil [device in question], the aneurysm ruptured leading to a severe vasospasm that hindered adequate perfusion to the distal parts of the brain. Pt expired after the procedure.